Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose levels the night before the call. The customer reported that the insulin pump delivered more units than she attempted to deliver. Blood glucose level at the time of the incident was 52 mg/dl. The insulin pump was not replaced or returned for analysis.